Manufacturer narrative:
The battery housing was discarded at the manufacturer.

Event description:
It was reported that the aseptic housing broke after the sterilization process. The top housing is detached from the bottom housing. No associated procedure, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the aseptic housing broke after the sterilization process. The top housing is detached from the bottom housing. No associated procedure, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.